Event description:
Rayner intraocular lenses limited received notification from (B)(6) of an event that occurred during use of a superflex aspheric 920h intraocular lens. The event description provided by the healthcare facility indicates that the haptic broke during implantation.

Manufacturer narrative:
(B)(4). The superflex aspheric 920h intraocular lens is not available in the united states of america. However, the superflex aspheric 920h intraocular lens haptics are the same design as the haptics on the c-flex 570c and c-flex aspheric 970c intraocular lenses. The c-flex 570c and c-flex aspheric 970c are available in the united states of america. Our review of production records for the superflex aspheric 920h batch 071e24715 confirms that all mfg and quality checks were conducted with successful results. All lenses released from this batch were within tolerance and met specification criteria. Complaints since (B)(4) 2011, the month of manufacture, were reviewed and we can confirm that no other complaints, of any type, have been received against the superflex aspheric 920h batch 071e24715.